Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (non-functional ecgs) was confirmed. As rec'd the belt would not communicate with a test monitor. Upon eval, the orange (lead 2+) wire was open between the distribution node (dn) and the 'ECG b'. The cause of the inability to communicate with a test monitor was the open orange wire. The root cause of the open wire is excessive force placed on the cable. No adverse event resulted from the open wire.

Event description:
A zoll distributor an electrode belt indicating that had non-functional ECG electrodes.